Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non tortuous and non calcified proximal to mid lad. The quantum maverick 12 mm x 3.0 mm balloon was advanced to the lesion and inflated to 10 atms. The inflation time is unk. There was a previously implanted stent from another manufacturer in the proximal lad, where this procedure was performed. The balloon ruptured. The procedure was completed with another unspecified device. No pt complications or injuries were reported. The pt's status is reported as "good".